Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. The customer filling in the survey opted to remain anonymous. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC fracture, leakage from exit site on flushing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is unconfirmed as the alleged failure could not be found or reproduced. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned sample was flushed and pressurized; however, no leaks, splits, or breaks were observed in the returned catheter. A microscopic observation revealed no damage on the returned catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC fracture, leakage from exit site on flushing. No other information was provided.